Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" was corrected due to incorrect country code format. The g2 field was corrected as company representative was inadvertently selected. Based on the results of the investigation, it is likely that the pin came loose due to user error, improper handling and wear and tear. However, a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and the customer¿s reported problem was confirmed, the connector pin at the main body of the scope was broken/detached. The inspection also noted the corrosion on the eyepiece ring, bending of the rigid outer tube, gold plating at the distal end of the outer tube is peeling, poor lighting due to broken light guide connector, foreign particles inside the optical lens system and under the objective coverglass. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the rigid telescope had breakage to the connecting pin when connecting the sheath. The reported problem was found at the end of photoselective vaporization of the prostate surgery. The procedure was completed using the same device without delay or any issues. The device was inspected prior to use. No death or injury and no impact to patient or other has been reported to olympus.